Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient with diabetes experienced an issue with the cleo infusion set in which the infusion site began peeling after being brushed, followed by a sensation of leaking, and ultimately detaching during use. The event occurred during infusion and there was no patient injury.